Event description:
The physician achieved arteriotomy closure with the perclose a-t (closer ak) following two diagnostic procedures in 2002. The pt presented to the emergency room 3 days later with complaints of chest pain and fever. The emergency room record documented "bright red blood from rectum, right groin discomfort, pt with fever and chills." The pt's temperature was documented at 103.8-104.0. The physical exam of the right groin was documented as, "small hematoma, no bruit." The pt was admitted with a diagnosis of unstable angina. An ultrasound of the right groin was performed in 9/2002. The report stated "tender at site, no evidence of hematoma, pseudoaneurysm or abscess. Artery and vein patent." Three days later an infectious disease physician consulted the case. The pt's antibiotics were changed from an unspecified medication no vancomycin. The infectious disease physician documented "no significant issue at groin. Pt has sepsis with sensitivity to staphylococcus aureus. Concern of stitch in groin artery and stent in coronary artery at risk. Not a good candidate for home IV antibiotic use due to social situation and lack of hygiene at home. If negative blood cultures, can go home on oral antibiotic, keflex, long term." The pt was discharged home 4 days later. There was no report of further adverse pt sequelae.